Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. The device was evaluated by the customer with assistance from a philips remote service engineer.

Event description:
This case was initiated by a response from the customer regarding the philips healthcare fco86100188a notification and instructions for ¿possible failure of m3539a ac power module for the heartstart mrx defibrillator/monitor¿. It was reported to philips the device ac power supply was making a hissing sound. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.